Event description:
It was reported that the aseptic housing fractured and top housing was detached from the bottom housing during a medical procedure at user facility. The procedure was completed successfully using back-up equipment with no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.